Event description:
Pt called because his ms3 pump is not working. The piston won't go up or down. He does have one working pump. Pt was unharmed. Pt was unable to provide the serial number of the malfunctioning pump because he stated he "threw it in a box with 3 other pumps and mailed it back." Pt was unable to provide any further details. No other information is known. Replacement pump will be sent. Dose or amount: 91nkm. Frequency: continuously. Route: sq. Dates of use: from: (B)(6) 2012 to present. Diagnosis or reason for use: pah.